Event description:
It was reported that liquid flowed out of the pt's ear around the middle of 2005. Approx a week later, the pt had a loss of hearing quality. The pt reports hearing a buzzing sound and a decrease in the loudness of voice.